Event description:
A customer reported she received a blood glucose reading on her meter and thought the reading was higher than she actually felt. Additionally, the customer reported experiencing nausea, headaches and losing consciousness. It was reported the customer was taken to a hospital where she was treated with avandia. There was no report of diagnosis for severe hypo- or hyperglycemia. There was report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer reported she did not calibrate her meter to the test strips in use when she reported receiving a blood glucose reading higher than she actually felt. Adc customer service educated the customer on how to properly set the calibration code in the meter's memory and the customer could reportedly recalibrate the meter.